Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "bag filaments" were observed in three (3) 1000 ml intravia containers. The particulate matter was identified during dosing of the bags, at which time the filaments were reported to dislodge into the solution. There was no patient involvement. No additional information is available.